Event description:
The report received indicated that during a procedure to treat the superficial femoral artery, the outback catheter was introduced in the pt without any difficulty. Then while attempting to advance the device; the needle could not go into the lumen; therefore, the physician retracted the needle, but the needle would not retract. Therefore, the physician decided to remove the entire system through the sheath. There was no report of injury or adverse event to the pt. The procedure was ended and the pt may undergo bypass surgery. Add'l info received indicated that the device was prepared as specified by the instructions for use, and there was no apparent damage noticed prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.